Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device not returned.

Event description:
It was reported by biomed that the loose usb ports on the sr 6 ultrasound system seems to be causing some issues with the sherlock 3cg attached. End users reporting unidentifiable p-waves, erratic/incorrect magnet tracking and no longer gives them p-wave confirmation that they are in the correct location.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of loose usb ports are loose is confirmed. The usb port j1 has a broken white tab and the shield is bent. The device was not serviced or tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by biomed that the loose usb ports on the sr 6 ultrasound system seems to be causing some issues with the sherlock 3cg attached. End users reporting unidentifiable p-waves, erratic/incorrect magnet tracking and no longer gives them p-wave confirmation that they are in the correct location.